Manufacturer narrative:
Corrected fields: h6: component code.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distal cover used with the duodenovideoscope has had several instances of unintended dislodgement and events where both retained and unretained product were noted. This complaint covers the unspecified number of instances of dislodgement with unretained product. Despite multiple follow up attempts, no further information was received regarding these unspecified number of incidents. At this time, there is no evidence that the distal cover fell inside the patient requiring urgent retrieval. There is no evidence that a life-threatening event occurred, that a patient has developed a permanent disability or permanent damage that caused substantial disruption in their ability to conduct normal life functions, or that additional medical or surgical intervention was required to preclude permanent impairment of a body function or damage to a body structure that is associated with the use of the olympus device.

Event description:
This information was inadvertently excluded from the initial report. This specific event occurred during an endoscopic retrograde cholangiopancreatography procedure (ercp). According to the initial reporter, the procedure was therapeutic in nature. The initial reporter went on to confirm that the reported failure caused a 3 hour and 18-minute delay with the patient under general anesthesia. Reportedly, the intended procedure was completed using the subject device without any reports of patient harm. Patient was reportedly 69 years old at the time of the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The subject device was not returned for evaluation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following information related to the failure mode: ¿the user may be able to detect the subject event by handling the device in accordance with the following IFU. Instructions operation manual for tjf-q190v chapter 4, ¿operation¿ section 4.1, ¿precautions¿ the user may be able to reduce or prevent the subject event by handling the device in accordance with the following IFU. Instructions operation manual for tjf-q190v chapter 3, ¿preparation and inspection¿ section 3.5, ¿attaching accessories to the endoscope.¿ based on the results of the investigation and the lack a returned device, a definitive root cause for the reported failure mode could not be determined. However, investigation believes that the distal end may have been insufficiently attached or an unanticipated load of stress may have been applied to the subject device ¿ resulting in the reported failure mode. Olympus will continue to monitor the field performance of this device.